Manufacturer narrative:
Due to character restrictions telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit fails electrical safety test fails, indicating that the optical fiber is faulty.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that after the iabp was turned on, the electrical safety test failed and the fiber optic failure was displayed. The fse replaced the fiber optic module. The unit passed all safety and functional tests and was returned to the customer for clinical use. The fiber optic module part number 0997-00-1169 was observed per the cardiosave service manual with no visual damage. The national repair center installed the fiber optic module into the cardiosave test fixture and tested the fiber optic module to factory specifications per procedure and the cardiosave service manual. The problem was observed and verified. (Fiber optic module failure - error code 6 and 53) the fiber optic module boards p/n 0670-00-1160 and 0992-00-1017 will be sent to the respected suppliers for failure analysis per procedure. The fat dept received part number: 0670-00-1160 serial number:(B)(6) from the supplier. The supplier evaluation states the following: 1. Perform incoming visual inspection result: found connector at j2 location was broken. The fat dept will retain this part as per procedure.